Event description:
It was reported that during a coronary drug stenting treatment procedure, balloon catheter removal difficulties were encountered. The 85% stenotic lesion in the left anterior descending artery had been predilated. A taxus express2 drug eluting stent was then deployed @ 16 atms. Following deflation of the balloon, the physician was unable to retract the delivery device balloon into the guide catheter. After using excessive force, the catheter was pulled out of the stent and into the guide catheter. No pt complication or injuries were reported. The clinical outcome and pt status were reported as "good".